Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Unable to complete re-home of image acquisition system (ias). It's able to move through all the motions except the rotor home phase. Executed tb12-003 instruction 6.1 to 6.1.8. The homing phase is stuck at colx with stroke error = 1.259 inches. Able to manually move the collimator leaves. The collimator is to be replaced, although replacement and return of the malfunctioning part has not yet taken place. No further findings possible at this time.

Event description:
A medtronic representative reported that the imaging system was unable to initialize completely. It was reported that the system displayed the message "error initializing collimator" when this occurred. Because of this error, the imaging system was also unable to complete the re-homing process of the image acquisition system (ias). There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: the reported issue occurred in singapore. Not mentioned in initial medical device report (MDR). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.